Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and button error alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump was turned off without even a battery dying alarm. Customer stated that insulin pump had button not responding always and external piece broken off. Customer reported that insulin pump received no delivery alarm and unknown error alarm. Customer stated that they attempted contacting the number on file twice and was met with the same message, which then disconnects the call after approximately twenty seconds. Customer also stated that when dialed out, there was no ring, but only a message stating that the call was not be completed. The device will not be returned for analysis.